Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The reported that they no longer had their device as it was taken out due to it not charging properly a year after they were implanted. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.